Manufacturer narrative:
(B)(6). Device evaluated by MFR. : promus premier ous mr 32 x 3.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on19jul2021. It was reported that crossing difficulties were encountered. The severely stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. This 32 x 3.50mm promus premier drug eluting stent was advanced for treatment but the device was unable to cross the lesion. The procedure was completed with another of the same device and no patient complications reported. However, returned device analysis revealed stent damage.